Event description:
A (B)(6) result was obtained for a patient sample. The patient sample was tested for (B)(6) and the result was (B)(6). The result was questioned. Repeat testing was performed for (B)(6) and the result was (B)(6). The customer assumes that the (B)(6) result is correct since the (B)(6) result was (B)(6). The discordant result was not reported to the clinician. The (B)(6) repeat testing was performed on a frozen serum sample. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag result.

Manufacturer narrative:
The cause for the (B)(6) result is unknown. The patient sample is not available for further testing and investigation. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."